Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 150 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported their sensor glucose was 75 mg/dl and their blood glucose was 132 mg/dl. The customer declined to troubleshoot. The sensor will be not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.